Event description:
The customer's daughter stated that the customer was hospitalized, due to hypoglycemia. The customer's blood glucose reading at the time of the phone call was 459 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.